Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot 368479 met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
This event occurred in (B)(6). The customer reported a variance between the inratio inr result and the laboratory inr result. Date: (B)(6)2015, inratio inr: 3.0, unspecified method inr: 1.57. The time between the testing was within one (1) hour. The therapeutic range was unknown. There was no reported adverse patient sequela and no additional information was provided.